Event description:
Caller states that the inform meter and base burned. Caller states that the 3rd and 4th connector pins on both the meter and base appear burned and melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch (B)(4) for the inform base.